Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part # 314.119. Synthes lot # 9852775. Supplier lot # n/a. Release to warehouse date: 20 oct 2015. Manufactured by: synthes monument. No ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, while attempting to put in a locking screw, the torque limiter would not connect to the non-synthes drill attachment for the surgeon to insert on power. It was unclear if the torque limiter had issues, or the quick connect for the non-synthes device wasn¿t working properly. Additionally, the tip of a t-25 screwdriver was rounded off and risked stripping the heads of the screws because it did not seat properly. The screws were hand-tightened at the end of the case. There was no surgical delay or patient consequence. This report involves one stardrive screwdriver shaft t25/qc. This is report 1 of 1 for (B)(4).